Event description:
On (B)(6) 2016, information was received from a consumer regarding a (B)(6) old, female patient who was receiving morphine (dose and concentration unknown) via an implantable pump for non-malignant pain and other non-malignant pain. In 2008 (exact date unknown), the patient was pushed down a flight of stairs and that caused her catheter to pull out of the spine. After that, an infection in the pump pocket and catheter track began to grow and the patient was in the hospital for 3 weeks. The patient experienced pain and a cyst developed as a result. The patient received intravenous (IV) antibiotics and the total device system was explanted. The patient had a peripherally inserted central catheter (PICC) line put in due to ¿vein issues with IV antibiotics going in.¿ it was reported the infection resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.